Event description:
The customer reported that she had to suspend the insulin pump when the bolus information was entered incorrectly. The current blood glucose reading is 222 mg/dl. She stopped the unit when it was 9.8 into the bolus. She had entered carbohydrates where blood glucose should have been and vice versa. The patient was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.